Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a crack on both sides of the main body and broken occluder feet. There was substance around the threads of the main body and in the twist sleeve. The reported condition was verified. The cause of the crack/damage was undetermined; however, was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a minicap transfer set was cracked. This occurred during patient use of the device for peritoneal dialysis therapy. The transfer set was in use for approximately 2 weeks. There was no patient injury or medical intervention associated with this event. No additional information is available.